Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. No moisture or corrosion was found in the battery compartment. The returned battery cap threads were stripped. The cap was unable to maintain an electrical connection. The power issues was duplicated. A new test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete rewind, load, and prime steps and 24 hour duration testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.